Manufacturer narrative:
(B)(4): labeled in the IFU. Event eval: still under investigation.

Event description:
The physician feels that the suprarenal stent on the zenith main body eroded through the aorta. Area rep received more info on (B)(4) 2011 after viewing the pt's chart. The notes on his chart state: "came to ER with increasing abdominal pain - underwent CT scan that showed a contained rupture aneurysm at the level of the celiac artery. Pt had a infrarenal aortic aneurysm repair in (B)(6) with cook zenith graft. Apparently uncomplicated and repeat CT scan in (B)(6) of this year showed a shrinking aneurysm sac and no evidence of abnormalities above the level of the renal arteries. Pt has had abdominal pain for a couple of weeks. Had a right inguinal hernia that was repaired but abdominal pain persisted. The pain worsened that evening in the low to mid abdomen also extending around towards his back. Impression: contained rupture of the visceral segment of the pt's abdominal aorta in the region of the bare-metal stent graft segment. He was treated with a modified thoracic stent graft to allow flow to visceral organs." Area rep received more info (B)(4) 2011: the area rep spoke with the physician and found out that the last scheduled f/u CT was normal. When the rupture had occurred, it appeared that a strut was sticking into the ruptured aorta area giving the impression of erosion.